Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient saw black particles in the device. The patient was feeling dizzy and lightheaded, was taken to emergency room because she thought it was a heart attack. Patient developed cough. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient saw black particles in the device. The patient was feeling dizzy and lightheaded, was taken to emergency room because she thought it was a heart attack. Patient developed cough. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient saw black particles in the device. The patient was feeling dizzy and lightheaded, was taken to emergency room beacause she thought it was a heart attack. Patient developed cough. There was no report of serious patient harm or injury. Section b1 was corrected to product problem (the product problem and adverse event was checked in previous MDR) section b2 was corrected (previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6- health effect - impact code was updated.